Event description:
Event description: the tavr procedure seemed to have gone well, but as the physicians were about to remove the pigtail and close the femoral arteries they noticed a significant drop in blood pressure. They used the pigtail to take pictures of the aorta and left ventricle. At that time they could not see any perforations or dissections. However, the patient continued to decompensate. They opened the patient's chest and the cv surgeon looked around trying to find where the blood was coming from. Unfortunately, the patient expired. Afterwards, the physicians reviewed the pictures again and could see that the safari wire had perforated the apex of the left ventricle. It was difficult to see on cine because the safari wire was actually partially occluding the perforation. Additional information received on (B)(6) 2022 reported that at some point the wire was pushed forward more than planned because the apex of the lv was perforated by the wire. The exact timing that the perforation occurred cannot be determined; however, it was reported that the best guess is at the time when the patient's blood pressure dropped which was after the valve was deployed. It was a high-risk patient and he had suggested her go to surgery. This was a basilica valve-in-valve tavr. The physician said that there were no issues with the wire. There was a lot of maneuvering to get the valve in. It was reported that the product was discarded.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. This event is listed in the device instructions for use as a potential adverse event associated with the tavi/tavr procedure. As indicated in the device instructions for use (dfu) warnings section: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.